Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to a faulty force sensor resistor. No motor slow was noted. The insulin pump communicated properly with a test blood glucose meter. The insulin pump had minor scratches on the display window, a broken belt clip slot, a cracked reservoir tube lip and a shifted end cap sticker.

Event description:
It was reported that the customer had meter readings that were transferring to the pump late. Customer's blood glucose level was 184 mg/dl. Customer stated that it is taking 1 to 2 minutes. Customer also has scratches around the display facing on the front or back. Customer stated that she was having high blood glucose levels because she is taking steroids. Customer stated that she can read the pump screen but it is hard. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and to revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.